Event description:
This report is being filed as the relationship between the implanted clip and increased mitral regurgitation (mr) is not known. The implanted clip may have caused or contributed to the increased mr. It was reported that a mitraclip procedure was performed on (B)(6) 2013. One clip ((B)(4)) was implanted reducing the degenerative mitral regurgitation grade (mr) from 4+ to 1+. On (B)(6) 2014, the patient was admitted for a second mitraclip procedure due to increasing shortness of breath and increased mr. Two clips were successfully implanted. The next day the patient was discharged home with no complications. No additional information was provided.

Event description:
Subsequent to the initial report, additional information received indicated that the previously placed clip was properly positioned with no extra movement and no evidence of partial detachment. The clip was attached securely to both leaflets. It was assumed that the mr severity was perhaps not appreciated at the conclusion of the previous procedure. The patient was treated with an increased dose of diuretic therapy (lasix) for his shortness of breath which did not help his symptoms. The increased mr was noted on the follow up echocardiogram and the patient was then scheduled for the second mitraclip procedure. The patient's inherent mitral valve disease was the cause of the increased mr, not the clip procedure or the clip device. The increased mr was unlikely related to the device or procedure. No additional information.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. An analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information providedby the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use), are known possible complications associated with mitraclip procedures. In this case, the information provided in the case details states that the clip implanted on (B)(6) 2013 procedure was confirmed to be attached to both leaflets and no extra movement was noted. Initially it was stated that the cause of the mr was assumed to be due to not achieving the desired mr severity at the conclusion of the initial procedure. However, subsequent to the initial information, it was reported that the patients inherent mitral valve disease was the cause of the increased mr, not the procedure or the device. It further stated that the increased mr was unlikely related to the device or procedure. Based on the information reviewed, the reported patient effect of mr appears to be related to patient conditions, with dyspnea a secondary effect of the mr, and not a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.